Manufacturer narrative:
Follow-up #1 09/02/2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: pump rebooting was observed in the black box download. No alarms related to the complaint were observed in the alarm history. Corrosion observed in the battery compartment. The threads on the battery cap were observed to be stripped. The battery cap was unable to maintain an electrical connection, power loss and reboots were duplicated. A test cap was used for testing purposes. The pump powered on normally with no alarms. The pump was exercised for 24 hours with no reboots occurring. The pump was tested for leaks and none were found. The pump was opened and no further moisture damage was found. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. (B)(6).

Event description:
A family member reported that the patient experienced a blood glucose of hi on the meter (over 600 mg/dl) with positive ketones. The family member reported that she treated the patient via syringe. She reported that the battery life was much shorter recently and then the pump started losing power during the night without alarm; one morning the patient woke to the pump powered off and a bg of hi. She reported that the battery cap o-ring was slightly visible. The battery cap was removed and corrosion was found on the battery cap and in the battery compartment. The family member reported that the battery looked like it exploded in the pump and battery acid was leaking out of the pump; there was no report of any user injury due to the battery acid. The family member reported that the pump would not power on. She reported that the battery cap was original to the pump. There were no cracks to the pump or battery compartment. This report is made based on the allegation that the patient experienced hyperglycemia associated with pump power loss.